Manufacturer narrative:
A customer quality engineer reviewed the available electronic patient records. The reported issue was verified. The electrodes were not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device did not recognize the electrodes that were connected to the patient. The device kept showing 'connect electrodes' message. Two sets of electrodes were used, however the issue was not resolved. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Event description:
A customer contacted stryker to report that their device did not recognize the electrodes that were connected to the patient. The device kept showing 'connect electrodes' message. Two sets of electrodes were used, however the issue was not resolved. The patient associated with the reported event did not survive. There has been no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(4). Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.